Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2023 wherein the patient's ipg was not placed into surgery mode. Troubleshooting with an abbott representative was undertaken but was unsuccessful in recovering the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
"The event of pc app: cannot connect to generator/the generator is not responding was reported to abbott. A patient controller displayed an error message "" pc app: cannot connect to generator/the generator is not responding."" The patient underwent an unrelated surgical procedure wherein the patient's ipg was not placed into surgery mode. Troubleshooting with an abbott representative was undertaken but was unsuccessful in recovering the ipg. No intervention planned at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.